Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
During a rcr the surgeon inserted one gryphon to the bone head for surgery of the trauma caused by pitching in sports on (B)(6) 2015. In order to make lhb move smoothly, he put sghl and chl together close to the bone head. But the patient complained the pain during the rehabilitation. So the revision was planned on (B)(6) 2016. By the arthroscopic inspection, the surgeon found that two sutures came off the gryphon. The sutures floated in the joint and caused impingement. It seems that the sutures might have come off the gryphon due to a strong impact during the rehabilitation. It was brand new and the first use when the issue occurred. Additional information received via email from the affiliate 10-28-2016. The current status of the patient is not known. It is not known what impact the patient experienced during rehab.